Event description:
The customer reported the pt was prospectively enrolled with a 6 cm non-dysplastic barrett's esophagus. After a secondary focal ablation the pt was observed to have food impaction. The pt was dilated. Per the physician, the severity of this event was moderate and relationship of the event to the device procedure was definite and a device malfunction was not indicated.

Manufacturer narrative:
(B)(4). The site was indicated that the incident sample will not be returned. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.